Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose ran high. The blood glucose reading was 486 mg/dl. The customer treated with manual injection. The customer also had issues with the infusion sets not staying in. The insulin pump was not returned or replaced.